Event description:
During laparoscopic cholecystectomy, the grasper snapped open and this was immediately retrieved from the abdominal cavity followed with direct visualization. The grasper was evaluated. This had been broken completely. Several pieces were accounted for and there was a question whether a small screw had been missing from the pieces of the grasper. We later discovered an examination by fermentative of equipment and x-ray that a small piece of the grasper was in the abdomen. The physician felt the risk of another surgery out weight the risk of leaving the piece in the pt. Full disclosure made to family and pt.